Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused death. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to death. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a remstar auto a-flex device's sound abatement foam. There was report of patient passed away. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Additional information was received and added to the report. The device was returned to the manufacturer's service center on (06/23/2023) for further evaluation. The device was evaluated on (07/28/2023) and investigation confirms that there was small pieces of degraded sound abatement foam particulates on all surface of the exterior of the device and interior cavities of the humidifier and humidifier enclosure. Presence of liquid ingress to the pca. Confirmed presence of dust and fibre contamination on throughout air path. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation.